Manufacturer narrative:
The reported complaint is confirmed. A visual examination of the returned used device, item h9110, was performed per assembly print and found the bur tip detached from the inner tube weld. Broken bur tip was returned for the evaluation. There are signs of misuse to the inner tube. This is technique dependent device and the most likely cause of this suspected failure is user related. Excessive force, lateral/side loading, and/or stalling of the device is suspected to have been used that caused the bur inner tube to break off. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number and failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user: do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. This product will continue to be monitored via returns and complaint system.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported an issue with the 3.5mm sterling spherical bur, item h9110, lot 646771. It was reported that during an ankle arthroscopy procedure on (B)(6) 2019, the tip fell off while it was inserted into the patient. It is indicated that the tip was found and removed and there was no injury or impact to the patient. The procedure was successfully completed with no reported delay. Additional information received indicated that after 2 minutes of use, while burring, the tip broke off. The fragment was removed using a hemostat. They opened a new burr tip from a different lot and completed the procedure. Current patient status is reported to be fine. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.